Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump, followed by a no delivery alarm upon removal. The motor error occurred during basal rate insulin delivery. The customer's blood glucose was 394 mg/dl, which was treated with the insulin pump. During troubleshooting, it was stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The insulin pump was rewound and it was advised to discontinue use and revert to a back-up plan. The no delivery alarm was resolved by a complete set change and it was not possible to troubleshoot for it. There may have been a site, set or reservoir occlusion or other issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.